Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 488 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 560 mg/dl. Customer was vomiting, excessive thirst and urination. Customer admitted to ICU. Hospital treating with IV fluids and manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.